Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 260 mg/dl, 463 mg/dl, 127 mg/dl, 238 mg/dl, 129 mg/dl, and 147 mg/dl (aviva system 1 with strip lot 491619) and 72 mg/dl, 64 mg/dl, and 69 mg/dl (aviva system 2 with strip lot 491609). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 1 (B)(6) - aviva system 2.